Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in-clinic for device interrogation. Upon interrogation it was revealed that there were several episodes of automatic mode switch due to right atrial lead noise. Programming interventions were made. The patient was stable.